Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 3 of the bd micro-fine¿+ demi insulin syringes had wonky grading. Pharmacy customer wants bd to know that 3 syringes in the box had wonky grading.

Event description:
It was reported by the customer that 3 of the bd micro-fine¿+ demi insulin syringes had wonky grading. Pharmacy customer wants bd to know that 3 syringes in the box had wonky grading.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.